Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 275cc saline prosthesis, catalog #3501660, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. Right sided deflation was diagnosed by a physician post procedure. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 10/25/2018. Device evaluation summary: it was reported that a 30-year-old african american female underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis. Right sided deflation was diagnosed by a physician post procedure. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 0.6 cm on the anterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).